Event description:
It was reported that fifteen minutes into the procedure, the blade stop cutting and coagulating. The blades was changed, but the unit did not work in cut or coag mode. No pt impact reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for eval. As add'l info becomes available, a f/u report will be submitted.